Event description:
Reportedly, there were three events in which a 6 fr suction catheter would not pass through mallinckrodt double lumen endotracheal tubes when used with an rsp endotracheal tube holders, (rsp catalogue number h4051,size 2.5). The lock on the holders were pinching the tubes. When unlocked, the suction catheter did pass through the tubes. There was no affect on the newborn, premature infants (weight 1 kilo). There were no extubations.